Manufacturer narrative:
Concomitant medical products: lead model 3777-60 serial# (B)(4) implanted: (B)(6) 2011 explanted: na. Adaptor model 37092 lot# 293780001 implanted: (B)(6) 2011 explanted: na. Adaptor model 3555-31 lot# n306595. Anchor model 3550-39 lot# n303590 implanted: (B)(6) 2011 explanted: na. Plug model 3550-29 lot# n295561 implanted: (B)(6) 2011 explanted: na. Programmer model 37743 serial# (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The battery of the ins depleted within 3 months. It was considered abnormal battery depletion. As the battery died, the patient had to increase the amplitudes. The impedance measurements were greater than 10,000 ohms. The ins was replaced with a rechargeable device. The patient still had to use high amps and needed to charge more frequently. He was receiving effective therapy.

Manufacturer narrative:
Final device analysis for the ins revealed no significant anomaly. It reached normal end of life. The telemetry and output were okay.